Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a vf episode recorded on (B)(6) 2020 at 05h57, showing noise oversensing, was observed. Provocative maneuvers were performed, but the observed noise could not be reproduced. The patient stated he had not been exposed to external sources of noise and had no specific activities due to the lockdown situation in the country. Preliminary analysis results confirmed the reported issue and showed that it most probably originated from external electromagnetic interferences (emi at 50 hz).

Manufacturer narrative:
The describe event or problem (b5) field was corrected as it contained an erroneous information (no information was provided regarding a new follow-up or the remote monitoring of this patient). Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, a vf episode recorded on (B)(6) 2020 at 05h57, showing noise oversensing, was observed. Provocative maneuvers were performed, but the observed noise could not be reproduced. The patient stated he had not been exposed to external sources of noise and had no specific activities due to the lockdown situation in the country. A new follow-up was scheduled in three months and a remote home monitor has been delivered to the patient. Preliminary analysis results confirmed the reported issue and showed that it most probably originated from external electromagnetic interferences (emi at 50 hz).